Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call low blood glucose and issues with the insulin pump. Customer's blood glucose level went as low as 31 mg/dl. Customer treated their low blood glucose with food. Troubleshooting on the insulin pump was performed. Customer advised they walked through a metal detector. Customer performed the displacement test and passed. Customer was advised to monitor the insulin, follow up with their healthcare provider in regards to low blood glucose levels and call back if issues persist.